Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient developing a cholesteatoma. It is unknown whether there are plans to reimplant the patient, as of the date of this report.